Manufacturer narrative:
(B)(4).. S/w 4.11j retainer ring = clear on (B)(6) 2021 the customer was deceased. On a related svn 000313285784, cannot find sensor signal alarm and pump/senor communication anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. The pump was able to communicated with the guardian link 3 and the test plug. The unit was able to calibrate properly and list the test bg value on the pump screen. No communication anomaly, calibration anomaly or unexpected cannot find sensor signal alarm noted during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked retainer and a faded/shifted serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021. The pump passed the functional testing. No pump/senor communication anomaly, calibration anomaly or unexpected cannot find sensor signal alarm noted during testing.

Event description:
It was reported via phone call that the customer passed away. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.